Manufacturer narrative:
The safety cover of the actual sample was returned for evaluation. It was evaluated using a microscope, and there were no defects or deformations found. The actual sample was then combined with a retention sample catheter and the inner needle was repeatedly removed 10 times. The results showed that the safety cover activated and shielded the inner needle correctly. Reviews of the manufacturing and inspection records for a defected safety cover were not found. A review of the device history record for the past six (6) months for this product confirmed that there were no production related problems. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. The evaluation results suggest that the actual device may have been removed at an extreme angle or rotated causing the safety feature to be temporarily inactivated. Device labeling does address the potential for such an event in the cautions section of the instructions-for-use by statements such as, "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating too quickly." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The user facility reported that the safety cover stopped while the inner needle of a surflo IV catheter was withdrawn, so the tip of the needle was not shielded. However, after the needle was withdrawn, the safety cover activated and covered the tip correctly. There was no harm to the patient or medical staff as a result of this event and no needle stick occurred.